Manufacturer narrative:
Zoll has not received the quattro catheter for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
As reported, on (B)(6) 2018, the quattro catheter was placed in a brain injured patient for fever management. On the (B)(6) day of the treatment ((B)(6) 2018), the user observed an almost empty 500 ml saline bag and the thermogard xp ivtm system displayed air trap error message. The user replaced the saline bag twice to continue the treatment and observed empty saline bag and air trap alarm again. Zoll tech support advised the user to stop the pump and check for any leak on the orange luer connection and fluid traces on the floor. No leak was observed on the orange luer connection and there were no saline traces under the thermogard xp ivtm system. Zoll tech support advised the user to replace the catheter. No known impact or consequence to patient information was available.